Manufacturer narrative:
Final analysis found that only a partial lead was returned. The insulation was abraded at 3.0 cm to 4.5 cm from the proximal end of the ring electrode which exposed the coil. The insulation was also abraded at 1.2 cm to 2.1 cm from the proximal end of the ring electrode which exposed the coil.

Event description:
It was reported that the patient began experiencing phrenic nerve stimulation following a device replacement procedure in 2013. The lead was disabled. In (B)(6) of 2014, the lead was capped and replaced. On (B)(6) 2014 the capped portion of the lead was explanted.